Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold and defibrillation impedance. No intervention was performed. The patient was in stable condition.